Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion code) , h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, fse confirmed the alarm was recorded in the logs multiple times. However, no fault found with the iabp when exercised on a test catheter and patient simulator. Device passed all pneumatic leak tests. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6) . A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a gas loss in the iab circuit alarm. This was identified during use. There was no indication of actual or potential harm or death.